Event description:
Customer reported that her blood glucose was 125 mg/dl and her insulin pump was not working correctly. Customer stated that she was programming a bolus and the numbers began to increment on their own and the buttons were not responding. Customer stated that she changed the battery, but the problem remains. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off/no power test. No failed battery alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.